Manufacturer narrative:
Company representative evaluated the unit and was unable to duplicate the reported problem. As a preventative measure, corrections included replacement of the telepack. Unit was safety tested to factory's specifications. (B)(4). (Exemption #e2015032).

Event description:
Customer reported an issue with the dpm central station, which may have affected ECG monitoring. No patient injury was reported.